Event description:
Abbott pilot 200 guidewire ref number (B)(4), lot number 4022271. Hydrophylic tip of guidewire separated from the body of the guidewire and lodged in left circumflex coronary artery. Required extended procedure time and radiation dose to remove guidewire tip. Guidewire tip retrieved with an ev3 amplatz goose neck microsnare kit ref number (B)(4). Diagnosis or reason for use: to open occluded coronary artery.